Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Device had intermittent button response on the act and the up arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. No damage noted on the lcd glass. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 685 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the crack at corners of lcd screen and on screen. Customer states the up arrow on the pump is also hard to push. The customer did not provide details regarding symptoms of high blood glucose. The customer was treated with insulin drop and antibiotics. The customer was wearing the insulin pump during the hospitalization. The device will be returned for analysis.